Event description:
It was reported that a 62-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient's blood pressure dropped after ablating in the left atrium. The intracardiac echocardiography (ice) catheter confirmed the patient had pericardial effusion. They were having a difficult time canulating into the coronary sinus. A pericardiocentesis was done and 650 ccs of fluid were removed. The patient is stable and is not requiring surgical repair. The patient was sent to the ICU for monitoring. The physician believes the high forces of canulating into the coronary sinus may have been the result of the complication. The physician feels it was dark venous blood. There was an effusion noted in the left atrium prior to mapping with the penta ray catheter but the effusion was stable. They used 50 watts on the right side of the left atrium. They used an stsf d curve catheter, vizigo sheath small curve, pentaray catheter, a soundstar catheter, and a st. Jude deca polar catheter for the coronary sinus. The patient outcome of the adverse event is fully recovered (no residual effects). Patient was expected to be discharged (B)(6) 2022 so they did have prolonged hospitalization. Relevant test/lab data; md assured sales consultant that lactate and renal function were within normal limits and actually improved from pre procedure labs. A smart ablate generator with serial number (B)(4) was used in the event. There was no evidence of steam pop. It is likely perforation was due to cs cannulation. An irrigated catheter was used in the event, the flow setting was standard flow settings for stsf. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The visitag module was used, the parameters for stability used were time and surpoint. No additional filter was used with the visitag. Impedance drop color option was used prospectively. This will be conservatively reported as blood pressure dropped after ablation was performed. Should additional information become available this complaint will be reassessed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jul-2022, the product investigation was completed. It was reported that a 62-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30754658l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).